Event description:
It was reported that within approximately two months of implant, the right ventricular (rv) lead had a high threshold. The rv lead was explanted and replaced. During the lead replacement, when the new rv lead was connected to the device it did not pace the heart in unipolar or bipolar. The lead was checked again with the analyzer and showed good measurements. The device was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: redr01 implantable pulse generator (B)(6) 2013, explanted: (B)(6) 2013. (B)(4).